Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. During a percutaneous coronary intervention an unspecified guide wire and guide catheter were positioned and an attempt was made to advance a 3.5x16mm veriflex stent, but it was getting caught inside the guide catheter. The physician applied some pressure and heard a snap and found that the veriflex catheter shaft broke into two pieces while inside the guide catheter. Everything was pulled out as a single unit, the veriflex never left the guide catheter. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. During a percutaneous coronary intervention an unspecified guide wire and guide catheter were positioned and an attempt was made to advance a 3.5x16mm veriflex stent, but it was getting caught inside the guide catheter. The physician applied some pressure and heard a snap and found that the veriflex catheter shaft broke into two pieces while inside the guide catheter. Everything was pulled out as a single unit, the veriflex never left the guide catheter. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube. The break was located at 69.9cm distal to the strain relief. No issues were noted with the profiles of the crimped stent balloon and tip. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).